Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 5 message and erratic readings on his one touch ultra mini meter. The patient mentioned that on (B)(6) 2010 he attempted to test his blood glucose and obtained an the following readings 195 mg/dl, 158 mg/dl and 108 mg/dl. Readings were taken less than 20 minutes from one another. Results were greater than 20 mg/dl (1.11 mmol/l) or 20% .he did not exhibit any symptoms at the time of testing. He later attempted to test and obtained an error 5 message. Approximately 3-5 hours later, he exhibited symptoms of sweating and feeling confused. He self-treated with food and/or drink and did not seek any further medical attention or contact his physician for assistance. The patient was not tested on another device. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The alleged issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient reported that he developed symptoms suggestive of a serious injury after he obtained erratic readings and an error 5 message on his ultra mini meter.

Event description:
(B)(4) clinical study. Same case as MFR report #: 2134265-2010-03945, 2134265-2010-04046, 2134265-2010-03947. Same patient as MDR report #: 2134265-2010-04047. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure, the patient underwent a target vessel revascularization. Using the right radial approach, the index procedure advanced a 3.0x16mm taxus liberte stent to the target lesion located in the distal left anterior descending (lad) artery but the stent did not cross the lesion. The stent was removed and the lesion was pre-dilated with a 3.0x15mm apex balloon inflated twice to 10 atm's for 5 and 8 seconds resulting in a grade a vessel dissection. The same 3.0x16mm taxus liberte stent was again advanced to the distal lad and deployed at 14 atm's for 12 seconds resulting in 0% residual stenosis. Next a 3.0x20mm taxus liberte was advanced to the mid lad and deployed at 16 atm's for 10 seconds resulting in 0% residual stenosis. Bailout treatment for the vessel dissection placed an overlapping 3.0x12mm taxus liberte stent proximal to the previously placed 3.0x16 taxus liberte placed in the distal lad, deploying the stent at 16 atm's for 10 seconds resulting in 0% residual stenosis. The patient was discharged. Six days post the index procedure, the patient presented with shortness of breath, chest pain and elevated st segments on EKG. Angiography revealed a new 95% stenosed lesion just proximal to the stents placed days before. Treatment consisted of pre-dilation with a 2.0x12mm apex balloon and the placement of a 2.25x12mm taxus atom stent deployed at 14 atm's for 25 seconds. A follow up angiogram demonstrated plaque shift distally and a overlapping 2.25x8mm taxus atom was deployed at 14 atm's for 25 seconds. A follow up angiogram at this point demonstrated a widely patent vessel resulting in 0% residual stenosis and timi 3 flow.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the device would not fire on the initial attempt outside of the patient and they heard a loud popping noise when they tried. Another device was used to complete the procedure. There was no adverse consequence to the patient.